Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Add'l info has been requested.

Event description:
While surgeon was making a milling bit cut for a pdc c4 - c5 procedure, the milling bit broke at the junction where the bit enters the e-pen attachment. The bit broke in the c5 vertebral body and was completely removed. Surgeon used a chisel technique instead of the milling technique.